Event description:
The dealer states that the bearing cap on the rear wheel has came out. The dealer states that the device is fine with no physical damage. The dealer also states that the wheel lock has become bent and is no longer touching the wheel. The dealer has no further information to provide.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.